Event description:
During a rotator cuff repair procedure, the anchor broke during insertion. A delay of ten minutes was experienced to remove the anchor. A back up device was available to complete the procedure. No pt injury or complications were noted.